Manufacturer narrative:
D9: device received on 4/1/2026. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection and functional testing were performed, and the customer¿s reported problem of the bag not emptying completely could not be replicated. Testing demonstrated that the pressure chambers and associated components functioned within specification. The most probable cause was determined to be user error, specifically air present in the filter triggering the air detector and causing line occlusion. The keypad and return tube assembly were replaced as part of remediation. The device passed all functional testing.

Manufacturer narrative:
E1 phone: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Problem: the bag not emptying completely. There was no patient harm/adverse event.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.